Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem of the b30 error could not be reproduced during the device evaluation, no device problem was found to cause the error and the problem was likely caused by the connected scope of cable. The likely cause of the reported "no image on the screen" was component failure on the patient board set.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "b30" error could not be duplicated. The reported problem of "no image on the screen" was confirmed and the cause isolated to a faulty printed circuit board (patient board set), causing no image when tested with olympus series 180 scopes.

Event description:
A user facility reported to olympus that when they went to "break down" equipment following a case, a "b30" error was generated and no image was produced on the screen. There was no patient injury or harm, associated with the problem, reported to olympus.